Manufacturer narrative:
The pump and the driveline cable were not returned for evaluation. Review of the manufacturing documentation could not be performed since the device serial number is unknown. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the limited information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had multiple driveline fault alarms. An external repair was performed but the alarms remained unresolved. The pump was exchanged. No further patient complications have been reported as a result of this event.